Event description:
It was reported that the intra-aortic balloon (iab) was inserted sheathless into the patient's right femoral artery. There were no reported difficulties inserting the iab. Five minutes after the intra-aortic balloon pump (iabp) therapy began, the pump (B)(4) alarmed "gas loss." The md aspirated blood from the balloon port. As a result, the iab was removed from the patient. The iab was replaced. There was no reported patient injury or complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.